Event description:
The customer reported that the monitor cart is booting but the c-arm has no power. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced the power control pcb and verified that system now powers up and works properly. System is operating as intended.